Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass. The insulin pump was received with minor scratches on case and lcd window. No cracks to lcd window noted. (B)(4).

Event description:
It was reported via phone call by customer's father that the pump had a cracked screen. The customer's blood glucose was 208mg/dl. The customer's father reports damage to the pump and wants it to be replaced. The customer's father was advised the pump will be replaced and revert to back up plan.